Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy and IV fluid administration is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user experienced blood glucose values of 900 mg/dl accompanied by headache, sweating, and lethargy. The user reported no issues with the infusion set, sensor, or infusion site, and new supplies placed during hospitalization did not identify any apparent supply-related concerns. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. The user also reported a history of stage 4 cancer, which may have contributed to the reported hyperglycemic event. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 26-may-2026 it was reported that on 22-may-2026 the user experienced hyperglycemia with blood glucose (bg) levels of 900 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin, IV fluids, and magnesium, and discharged on (B)(6) 2026. No long-term health effects were reported.